Event description:
It was reported that the cutting lines on the bd safe-clip¿ did not connect, and the needle could not be inserted as a result. The following information was provided by the initial reporter: "consumer reported -- called in stating that the needle would not go in because the cutting lines don't meet up on this safe-clip device.".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported that the cutting lines on the bd safe-clip¿ did not connect, and the needle could not be inserted as a result. The following information was provided by the initial reporter: "consumer reported -- called in stating that the needle would not go in because the cutting lines don't meet up on this safe-clip device."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-06. H6: investigation summary customer returned a safeclip needle trimmer from lot 9196036. A spare pen needle could not be inserted into safeclip. The mouth of the needle trimmer notably contained fragments of a previously trimmed needle. Wear to the device over numerous uses may be sufficient to result in difficulty using the device. Build-up of the remnants of clipped needles may further inhibit usage. A review of the device history record was completed for batch# 9196036. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, bd was able to confirm the customer¿s indicated failure of the safeclip not clipping needles. The root cause of the safeclip being blocked to the point of being unable to trim needles may be numerous uses over time wearing down the port and the clipper becoming occluded with material from previously clipped needles. H3 other text : see h10.

Event description:
It was reported that the cutting lines on the bd safe-clip¿ did not connect, and the needle could not be inserted as a result. The following information was provided by the initial reporter: "consumer reported -- called in stating that the needle would not go in because the cutting lines don't meet up on this safe-clip device."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cutting lines on the bd safe-clip¿ did not connect, and the needle could not be inserted as a result. The following information was provided by the initial reporter: "consumer reported -- called in stating that the needle would not go in because the cutting lines don't meet up on this safe-clip device."